Manufacturer narrative:
Plant investigation: the complaint is not confirmed. The dialyzer was discarded and is not available to be returned to the manufacturer for physical evaluation. The report could not be confirmed as a definitive conclusion regarding the complaint incident cannot be reached based on the information provided. A review of the production record was performed. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program in order to assess and improve our products and processes

Event description:
A supplies manager reported a dialyzer blood leak that took place during a hemodialysis (hd) treatment. There was no report of harm, intervention or adverse event in the initial report. In a follow up, a nurse stated that the blood leak occurred immediately into the patient¿s hemodialysis (hd) treatment. The fresenius machine (model not provided) alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The blood leak was also visually observed. Fresenius bloodlines were used for treatment. The nurse confirmed that the leak was internal. There was no defect or damage seen on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 200 ml. There was no patient injury or medical intervention required as a result of the reported event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The dialyzer was discarded and is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A supplies manager reported a dialyzer blood leak that took place during a hemodialysis (hd) treatment. There was no report of harm, intervention or adverse event in the initial report. Additional information was requested, but none was provided.

Manufacturer narrative:
Additional information: a.1., a.2., a.3., b.5., d.10., and h.6.

Event description:
A supplies manager reported a dialyzer blood leak that took place during a hemodialysis (hd) treatment. There was no report of harm, intervention or adverse event in the initial report. In a follow up, a nurse stated that the blood leak occurred immediately into the patient¿s hemodialysis (hd) treatment. The fresenius machine (model not provided) alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The blood leak was also visually observed. Fresenius bloodlines were used for treatment. The nurse confirmed that the leak was internal. There was no defect or damage seen on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 200 ml. There was no patient injury or medical intervention required as a result of the reported event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The dialyzer was discarded and is not available to be returned to the manufacturer for physical evaluation.